Event description:
It was reported that the pt was being transferred from the bed to the wheelchair with a marisa lift when the incident occurred; the facility states that the lift made a popping noise, which startled the pt and caused them to move around in the sling. During this, the right leg sling clip came off and the pt slid to the floor, and hitting their back on the leg of the lift during the process. The pt suffered a fracture of the l5 vertebrae and was admitted to the hosp for x-rays.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration#(B)(4)) on behalf of the MFR arjo hosp equipment ab (registration#9611530). Please noted that this product is no longer mfg and previous medwatch reports for this product may have been submitted for the mfg site arjo med ab (B)(4) (under registration (B)(4)). As of (B)(4) 2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjo hosp equipment ab and any medwatch reports will be submitted under registration (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.